Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked from the reservoir and that the insulin pump alarmed no delivery. The most recent blood glucose reading was 147 mg/dl. The customer stated that the leak occurred 6 months prior and that the reservoir had been discarded. She observed that insulin was just dripping out from the reservoir but was unsure whether the insulin reached past the firs tor second o-ring. Advised the customer to call to have the issue resolved if it recurred. Nothing further reported.